Manufacturer narrative:
On (B)(6) 2016 is provided as a best estimate. The patient reported symptoms appeared two (2) months post implant. If explanted, give date: not applicable as the device remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient is unhappy as she sees halos and at night she can¿t watch tv post cataract surgery and implant of a zlb00 intraocular lens (iol). She said that she was ok in the beginning however after about 2 months she experienced the symptoms. Patient went back to doctor who said that he cannot do anything about it anymore because patient has copd (chronic obstructive pulmonary disease) and is taking medication for it and that this may contribute to why patient is having the visual symptoms. Surgeon gave the patient prescription glasses. Patient said they help a little bit. Patient was still unhappy and went to look for a second opinion. This other doctor that checked her said that there may be something wrong with the lens and encouraged her to notify to the manufacturer. In the meantime, this physician gave her stronger prescription glasses.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.